Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient had a yeast infection. It was noted that the patient¿s healthcare provider was aware and the patient was given antibiotics.